Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the right common femoral artery with a proglide device via an 8f sheath using a pre-close technique prior to a abdominal aortic aneurysm (aaa) intervention. Reportedly, the proglide device was deployed without issue; however, when pulling out the proglide device strong resistance was felt. The physician had to pull strongly in order to remove the proglide device. It was noted that by closing the foot, the foot was not completely retracted. Additionally, the sutures of another proglide device were pre-placed. The aaa procedure was performed with a maximum sheath size of 14f. Hemostasis was successfully achieved after the aaa with the pre-placed sutures of the two proglide devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported foot retraction issue was not confirmed. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.